Event description:
The customer contact reported during testing at the user facility the device touchscreen responded intermittently. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be broken. The probable cause was residue on the device touchscreen from the cleaning products used at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.